Event description:
The technician found the right side rail would not latch in the upright position. The stretcher was located in the ER at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The service technician found the end tube was broken in half, preventing the rail from latching. The most likely cause of the broken end tube is that the side rail was run into something for example, a door jam or wall while transporting. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed in 2007 through 2013. It is unk if the facility performs preventative maintenance on this beds. The end tube was replaced on the right side rail by the technician to resolve the issue. Based on this info, no further action is required.